Manufacturer narrative:
Exact date unknown, event occurred couple weeks ago the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: m365sc2317700, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5176889. Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: (B)(4), model: sc-1160, serial: (B)(4), batch: 370404. Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: (B)(4), model: sc-4318, lot#: 24704689.

Event description:
It was reported that the patients leads and a portion of the anchor were partially exposed. It was also reported that due to excessive smoking and diabetes, original wound sites were never able to heal. The patient underwent explant procedure and was doing well postoperatively. The explanted devices were discarded.